Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: b5. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received: it was reported that this screwdriver in question was used to grip the demo screw. The screw holder could hold the screw head, however there was a gap between the star driver and the gripped star screw, which would lead the screw to move left and right after gripping.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative:

Event description:
It was reported that on (B)(6) 2026, the patient underwent an unknown surgery with the product in question. During the surgery, the veterinarian attempted to grasp the screw with the screwdriver in question but was unable to do so properly. Even when grasped, the screw was held at an angle to the screwdriver. The veterinarian adjusted the screw by hand to secure it, and the surgery was completed without incident. The surgery was completed successfully with no surgical delay. No further information is available.